Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and had multiple medication jams. A field service engineer removed medication jams and recovered storage space to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.